Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Device evaluation: at this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was not supplying the correct voltages to other components, and the ventilator was alarming "vent inop". There was no report of patient involvement associated with this reported event.